Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving dilaudid (hydromorphone) 3 mg for a total dose of 0.1441 mg/day and bupivacaine 20 mg/ml for a total dose of 0.961 mg/day via an implantable pump for spinal pain. It was reported the patient acquired an infection after pump replacement on (B)(6) 2019. They were unable to determine what factors may have led or contributed to the event. It was noted that surgical intervention occurred on an unknown date where the system was explanted/not replaced at that time. The devices would not be returned as customer discarded them. A new system was implanted on (B)(6) 2019. It was noted that the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight was (B)(6). The patient's medical history was asked, but unknown. The event date was asked, but unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated ¿one got infected and was replaced (B)(6), they took it out and he had to wait until (B)(6).¿ no further complications were reported/anticipated.